Event description:
It was reported that a small volume intermate had white floating particles. The device was filled with an unspecified amount of ceftriaxone. The particulate matter was identified during the storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual inspection particulate matter was observed floating within the device. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.